Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of the submitted photograph confirmed the reported event of damage to the silicone jacket of the patient¿s external driveline. Although a specific cause for the damage could not be conclusively determined through this evaluation, the account indicated that the damage was likely due to driveline fatigue. The submitted log file contained data from 20aug2022 through 15sep2022, per the timestamps. No notable pump events or alarms were captured. The pump appeared to function as intended and operated above the low speed limit for the duration of the file. The account indicated that the damage was addressed with tape. The patient remains ongoing on heartmate ii lvas, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) and driveline, serial number (B)(6), were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU), rev. B, is currently available. Section 6, ¿patient care and management¿, discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. Section 8, ¿equipment storage and care¿, also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. The heartmate ii lvas patient handbook, rev. C, is also currently available. Section 4, ¿living with the heartmate ii¿, contains information on caring for the driveline. Section 6, ¿caring for the equipment¿, outlines proper driveline maintenance. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the percutaneous lead was checked and found to have a small cut, likely due to lead fatigue, close to the connection near the controller. Tape was applied to the cut.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.